Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the monitor into a power supply and powered it on with a test blade attached. The image was overly bright. The contrast and brightness were found to be turned to 100%. The user settings were reset to stock and the image was found to be very dim. The monitor was opened and the faulty lcd was replaced. A test blade was plugged in, the monitor was powered on and the image quality was found to be good. The monitor was cleaned, tested and was returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the monitor displayed a white screen when a blade was connected. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.